Event description:
It was reported that the patient underwent an explant procedure due to not getting adequate pain relief. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 21717023/21717023.